Manufacturer narrative:
Date sent to FDA: 08/26/2020. Additional information: d1, d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incarcerated ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and incisional ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿upon visualizing the mesh, excision of enterocutaneous fistula, enterectomy resection of small intestine.¿ it was reported that the patient experienced severe pain, nausea, inflammation, recurrent subcutaneous abscess and fistulas. No additional information is provided.